Manufacturer narrative:
The hill-rom technician replaced the brake detent and adjusted the casters to repair the bed. Mod 373 is a field corrective action, which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.

Event description:
Info received indicates the brake will not hold on the bed.